Event description:
Customer reported a hyperglycemic event while wearing the insulin pump. The blood glucose reading was over 600 mg/dl. Customer experienced symptoms of nausea, fruity breath, irritability and difficulty concentrating. She was treated with a manual injection at home before her relatives took her to the emergency room. Customer stated that the insulin pump had alarmed that insulin was not being delivered. Customer was unable to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis.